Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) for lot numbers 6528314 and 6556045 was reviewed on 10/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Lot: 6528314, manufacturing date: 12/09/2011, sterilization expiration date: 12/31/2015. Lot: 6556045, manufacturing date: 2/23/2012, sterilization expiration date: 2/29/2016. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had mentor smooth round moderate plus profile 800cc saline prostheses implanted experienced deflation post procedure. It was not specified which side of the breast prosthesis deflated. At the time of this report, mentor has received no information regarding explant date. Serial numbers (B)(4) were reported for the breast prostheses but it was not specified which one belonged to the complaint device. A supplemental report will be submitted if clarification is received.